Event description:
A patient reported experiencing inaccurate erratic results with their meter in 2001. The patient's blood glucose results were 4.9, 8.2, 3.7, 6.2 mmol/l. Tests were done within 20 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.